Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/02/2015.

Event description:
Procedure: prostatectomy. According to the reporter: as the trocar was being pushed through the sleeve a piece of the trocar caught the sleeve and bent it. In one case, a piece fell into the patient and was not recovered, in another case a piece fell and was recovered. In both cases the device was used in the patient, in one of the cases a device component was left in the patient, in the other the component was retrieved. In both cases: there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The status of the patient is unknown and assumed normal. Note: only the device connect to the malfunction with the retrieved component will be returned as the other device was thrown away by user. (B)(4) for serious injury case.